Event description:
Warmer appeared to be working correctly at first freeze, but the flow wheel was moving slower during the first thaw cycle. Bag pressure had dropped to below 150mm and the fluid level was dropping quickly. The warmer was inspected in the patient and warm fluid appeared to be leaking out. The warmer was shut off and another was brought in and prepped for use, a process taking about 6 minutes. The fluid was down to 250ccs and the defective warmer was removed. It appeared to be "shredded" and torn open, looking frayed. A cystoscopy was performed on the patient and dr (B)(6) remarked the urethra appeared "abraded". He decided to take a look at the prostrate and finalized his decision to abort the procedure at that point.

Manufacturer narrative:
Device not returned for testing. No response to requests for patient update.